Event description:
It was reported that the impedance was chronically high for several years on the atrial lead and was monitored by the physician. The ra lead was functioning normally otherwise. Capture was slightly high but within normal limits. The decision to replace the ra lead was made at the time of the generator change. The patient had no adverse effects and was in good stable condition before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the impedance was chronically high for several years on the atrial lead and was monitored by the physician. The ra lead was functioning normally otherwise. Capture was slightly high but normal limits. It also limits. The decision to replace the ra lead was made at the time of the generator change. The patient had no adverse effects and was in good stable condition before, during, and after the procedure.